Event description:
Int'l. (B)(4) complaint received concerning occlusion/flow issues during emergent procedure with use of b2140, 72" small bore ext set. It was reported that when "... Infusing IV med pump rang occluded. IV site pt, tubing changed x 3. When flushing tubing resistance felt. Changed tubing to ... Zero occlusion detected flushed more easily." Treatment resumed with set-up change. No reported adverse pt consequences. The manufacturer has been advised the involved b2140 device set was retained but the involved mating/ access devices (MFR, make or model unk) are not available to be returned for analysis. Additional event/usage information has also been requested but as of the date of this report no responses have been provided. Mfg's initial investigation: a review of the mfg lot database for the reported lot #2711173 (mfg date 07/01/2013) shows (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the lot build.